Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was possible that the event was caused due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow unit insufflation unit exhibited no image and alarm sounding. There were no reports of patient involvement.